Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, in the evening, she obtained a result of ¿389mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to a result of ¿95mg/dl¿ obtained on a contour meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with an insulin pump and administered her usual dose of 1.9 units of novolog insulin in response to the alleged issue. The patient reported that ¿later in the evening¿ after the product issue occurred the patient developed symptoms of ¿shakiness, malaise, diaphoretic, disorientation and felt deathly¿ which she associated with hypoglycemia and she reported that she self-treated by ¿intermittently drinking water and snacking¿. During the call, it was determined that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.